Event description:
The surgeon reported a case of opacification. It was later reported that the patient did not need explantation.

Manufacturer narrative:
During the investigation of this case, the patient's consultant determined that the opacification observed did not require explantation of the lens and no further investigation of the lens could be undertaken. Examination of the lens batch records, confirmed normal manufacture and sterilization. All lenses from the parent batch have been distributed and no further complaints have been received. No further action was taken. This product is not distributed in the united states, but rayner is reporting this issue since the iol is manufactured from the material and has the same intended use as the c-flex tm injectable lens. The reason why this report is reported late and not within the 30 day period is detailed in the cover letter dated 16th july, which accompanied this report. (B)(4).